Manufacturer narrative:
The user facility submitted medwatch mw5109223 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not alarm upstream occlusion 8 and a half hours after start of magnesium therapy. The primary tubing was clamped above pump preventing medication to infuse even though pump looked as if medication was infusing. No additional information is available.